Manufacturer narrative:
Additional information: annex d code. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent dislodged during delivery to or at the lesion. The stent became caught on a pre-existing stent in the proximal left anterior descending artery (lad). An attempt were made to snare the onyx frontier stent but the dislodged stent was not removed. The dislodged onyx frontier stent was subsequently ballooned to the left main (lm) wall. The lesion being treated was mildly tortuous, mildly calcified with 85% stenosis in the proximal lm artery. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the pre-existing stent was a non-medtronic stent. There was no damage to the the pre-existing non-medtronic stent as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.